Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. No injury or medical intervention was reported.